Event description:
It was reported that the patient developed bruising over the thoracic insertion site of the leads of the spinal cord stimulator (scs) system. It was noted that the patient has not experienced trauma to the site therefore there is no explanation as to the cause of the bruising. It was also noted that the bruising is tracking up towards the implantable pulse generator (ipg) site, and there is concern of additional consequences to the patient. The patient was given antibiotics, admitted to the hospital wherein imaging was taken, blood tests were performed and cultures were taken. The blood tests did not indicate any obvious anomalies. Additionally, the patient underwent an explant procedure during which the scs system was removed. There were no reported patient complications post operatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7079962. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7080272. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7087017. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7086987. UDI: (B)(4).